Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 627 mg/dl and a high ketone level. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. Reportedly, the pump battery was depleting quickly. During troubleshooting, tandem technical support confirmed that the battery was depleting as expected; however, customer did not acknowledge this information and continued to allege that the battery was depleting quickly. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
Additional information was provided by the customer indicating that the customer was subsequently hospitalized after the emergency room (ER) visit. Reportedly, the customer was released from the hospital on (B)(6) 2022. B2, h6 (remove 4114, add 4607).